Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead was explanted and a new lead was implanted due to lead malfunction. No further information is available.